Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had black display. Customer was got black display. Customer stated that the insulin pump was working last night, but when they went to change the battery it was taking a long time to respond, then the time and date came back but when customer pressed the buttons it went to a black screen. Customer stated that the insulin pump had not been exposed to any extreme temperature. Insulin pump was stabilized at room temperature for 30 minutes, but black screen was not disappeared. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.